Manufacturer narrative:
Concomitant medical products: product ID: 407658 lead implanted: (B)(6) 2009, product ID: 5071-53 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report the patient's system was removed due to infection. No further patient complications have been reported as a result of this event.